Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the phacoemulsification tip was not able to rotate or scrap during a procedure. Additional information provided indicated the "nuclear crushing efficiency was worse than usual" and it seemed the performance was "bad". The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
An opened phaco tip was returned for evaluation. The phaco tip was visually inspected and deemed nonconforming. The phaco tip had damage on bevel edge consistent with use. Wear on threads, flange and nut. A functional thread check was performed with a go/no-go 4-40 thread gage and the threads were found to be conforming. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm the report of the phaco tip unable to rotate, scrape and bad performance. The returned sample was found to be conforming for all functional testing associated with the reported event, therefore a phaco tip unable to rotate, scrape and bad performance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).